Manufacturer narrative:
The device has been been received. The evaluation has not yet been completed. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened while establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4. It was noted bi-leaflet prolapse. The clip delivery system (cds) was advanced to the mitral valve; and the clip was placed; however, the clip opened when establishing final arm angle. The cds was removed, with the clip attached. The procedure continued with a new cds. Two clips were implanted, reducing mr to 2 there were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirm failure mode, a cause for the reported clip opening during efaa in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na